Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID and customer was advised that pump required replacement. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode and returning it within required timeframe, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device; a replacement pump was sent under warranty.